Event description:
The advocate stated the customer's glucose was tested using her contour meter and received readings of 552 and 258 mg/dl. Her glucose was retested using another meter and that reading was 108 mg/dl. The differences between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.